Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. It was noted that noise was observed on the right ventricular lead. The lead is pending explant. The patient is stable. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the lead was explanted (B)(6) 2018. A new lead was implanted. The patient was stable and discharged the next day from the hospital.